Manufacturer narrative:
Concomitant medical products: lpa1200m-52 lead, implanted: (B)(6) 2018; lpa1200m-58 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant of the cardiac resynchronization therapy defibrillator (crt-d) asystole was observed on the telemetry strips at the time of left ventricular capture management algorithm. It was further reported that the right ventricular lead outputs had been programmed subthreshold in order to provide left ventricular only pacing. The crt-d remains in use and the right ventricular capture management algorithm was programmed off. No further patient complications have been reported as a result of this event.